Manufacturer narrative:
Submit date: 5/1/2017.

Event description:
The customer reports pole clamp retaining anchor is pulled out of rear housing. The pole clamp was separated from the pump.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of pole clamp separation. The unit was triaged and the customer¿s reported condition was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. A review of the device history record shows that this unit was manufactured in 2009 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.